Manufacturer narrative:
Device evaluated by MFR: device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient's generator had been explanted due to an (B)(6) infection a week post-implant. The patient completed a course of IV & oral antibiotics after explant. The patient's leads were not explanted. The generator's device history records were reviewed and sterility of the product prior to release was verified. Product analysis is not necessary as infection is not related to the functionality or delivery of therapy of the device no further relevant information has been received to date.